Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on 07-nov-2023, noted a correction to the 3500a initial as in error omitted the physician information. Therefore, processed e. Initial reporter section.

Event description:
It was reported that a patient underwent a cardiac ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. Day of the procedure, during the procedure, the patient's condition did not change and stable, and the planned procedure was completed. No pericardial effusion was confirmed in the pre- and post-operative echocardiography. Pericardial effusion was confirmed at follow up observation the next day, pericardial drainage was performed. The patient's condition is stable, and the patient is under observation after pericardial drainage. Physician assessment of the health hazard is non-serious (moderate/minor). There were no product abnormalities. Atrial septal puncture was performed with rf needle. Steam pop was not confirmed. Physician's opinion on the cause of this adverse event was unknown, but "not due to product". Patient has fully recovered. The patient did not require extended hospitalization.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31104177l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).